Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for guide wire separation. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the circumflex (cx) artery. During withdrawal of the 190cm high-torque (ht) balanced middle-weight (bmw) universal j guide wire, it became caught under the struts of a deployed non-abbott stent implant and the tip separated. The proximal end of the guide wire was successfully withdrawn; however, the distal tip of the guide wire remained caught in the stent implant. Unsuccessful attempts were made to retrieve the distal portion of the guide wire using non-abbott balloon dilatation catheters (bdc). A non-abbott guide wire was used to wrap around the bmw guide wire, removing a portion of it; however, the very distal end still remained caught in the stent implant. A gooseneck snare was then used to successfully retrieve the tip of the guide wire from the stent implant and from the patient's anatomy. Angiogram was performed to confirm that all portions of the guide wire were successfully retrieved from the patient's anatomy, and to confirm no vessel injury. There were no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure. Angioplasty using a non-abbott bdc was performed on the deployed non-abbott stent implant; however, the non-abbott bdc caused a vessel dissection and the vessel occluded. Several non-abbott stent delivery systems (sds) and a bdc failed to cross the lesion to treat the dissection; therefore, the procedure was abandoned and a balloon pump was placed for support. There was no additional information provided.